Manufacturer narrative:
The instrument was returned and evaluated. Failure analysis found one grip close cable was broken at the distal idlers. The idler pulley spun freely and did not exhibit damage. The cable segment stuck out at the instrument's wrist. The cable broke under tensile loading. Other cables at the wrist were not damaged. Cable wear on the pulleys combined with a high grasping force and large fleet angle between the proximal and distal pulleys likely contributed to the breakage. No other damage was found. The customer reported complaint does not itself constitute a MDR reportable event; however; the reported malfunction if to recur could cause or contribute to an adverse event.

Event description:
It was reported that during a da vinci diagnostic laparoscopy procedure, a wire came out from the tip of a mega suturecut needle driver. The instrument was not moving properly while being used by the surgeon. There were no missing pieces or fallen pieces reported. The planned surgical procedure was completed and no patient harm, adverse outcome, or injury was reported.